Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the small battery drive device trigger/slider was blocked and jammed and loose. It was also noted that the device failed pre-repair assessment tests for the oscillation angle, the triggers and electric control unit (ecu) function, switching function, compatibility between colibrii/sbd, and colibr ii/sbd ii, the function with epd-console, and power at the motor with test bench. It was noted in the service order "broken switch". This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Correction: the date returned to manufacturer was documented as feb 8, 2016 on the initial report. It has been updated as jan 13, 2016. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. (B)(4) evaluated the device and found that the switch was broken, slider was blocked and jammed. Therefore, the reported condition was confirmed. The assignable root cause was due to normal wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.